Manufacturer narrative:
Additional information was received and has been updated. During a percutaneous coronary intervention (pci), a cypher select + stent would not cross the lesion and the body shaft separated. The product was removed without difficulty. There was no injury to the patient reported. The lesion was in the distal left anterior descending artery. The lesion was described as de novo, 90% stenosed, type c, calcified, and 21 mm in length. The lesion was not pre-dilated before a 2.25x23 mm cypher select + was inserted. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. There was difficulty tracking the device to the lesion. No excessive force was used during the procedure. The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to use. Another device was used and the procedure was successfully completed. The instructions for use (IFU) instructs that should any resistance be felt at any time during either lesion access or removal of the stent delivery system (sds) pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. One non-sterile cypher select + 2.25 x 23 mm was received coiled inside 2 plastic bags. Two kinks were noticed at 8 cm, 18.5 cm from distal end; this condition could be related to the way the unit was sent for the analysis. The separation was detected at 27 cm from proximal end. The stent was found between the marker bands and no damage was observed. A crossing profile was measured for distal, middle and proximal sections of the stent and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence. These kinds of difficulties are most commonly related to the patient's anatomy, vessel characteristics, operator's technique, and appropriate device selection. The reported failure to cross was not confirmed since the crossing profile was found within specification; however, a separation of the shaft was confirmed. The exact cause of this condition could not be determined; however, there was evidence that the shaft was bent before separation. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. The information available for review suggests that there are possible vessel characteristics and procedural factors that may have contributed to the tracking difficulty experienced resulting in shaft separation.

Manufacturer narrative:
The product has been returned for evaluation and the analysis is complete. Additional information will be submitted within 30 days from receipt. One non-sterile cypher select + 2.25 x 23mm was received coiled inside 2 plastic bags. Two kinks were noticed at 8 cm, 18.5 cm from distal end; this condition could be related to the way the unit was sent for the analysis. The separation was detected at 27 cm from proximal end. The stent was placed between marker bands and no damage was observed. Magnified picture of distal tip was taken and no damage was observed. Crossing profile was measured for distal, middle, and proximal sections of the stent and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to cross was not confirmed since the crossing profile was found within specification. The reported distal tip was not confirmed since no damage was observed at this area. The exact cause of the failures reported by the customer complaint could not be determined; it is likely that procedural factors could contribute with the issue experienced by the customer. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. A separation at shaft could be observed. The exact cause of this condition could not be determined; it is likely that procedural factors could contribute with the issue experienced by the customer. During manufacturing process there is a control to prevent this condition (B)(4). Also there was evidence that the shaft was bent before separation. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.

Event description:
The cypher select + stent would not cross the lesion. Lesion and vessel characteristics were not provided. When the cypher select + stent was received for analysis, it was separated in two at 121cm from the distal end. The qualrap confirmed the separation occurred during the procedure.

Event description:
The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to use. The target lesion was located in the distal left anterior descending (lad) artery. The lesion was described as 21mm in length, 90% stenosed, type c, de novo, with calcification. The lesion was not pre-dilated. The lesion was post-dilated with a sprinter nc balloon catheter at 20atms. There was difficulty tracking the device to the lesion. No excessive force was used during the procedure. No resistance was encountered at any time during delivery attempt. The separated portion did not migrate. There was no patient injury. The patient was discharged and was doing well.